Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the one touch ping pump¿s display was blank. The pump continued to make auditory and vibratory signals. The patient did not suffer any injury or seek medical attention due to this issue. Troubleshooting revealed there had been no trauma to the pump and it had not been exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was powered on and the display was blank. During investigation the pump was opened and the display screen was found to be cracked. A test screen was inserted and was found to function properly.